Manufacturer narrative:
The customer¿s reported issue of ¿blood backing up in tubing¿ was not confirmed through a log review or through testing. Functional testing consisting of timed rate accuracy testing and occlusion testing performed on the source pump module found the source pump module operating within specification. The returned administration set was tested during a timed infusion, including testing for backflow, and was found to be within specification. Analysis of the pcu error log shows no malfunctions or occlusion alarms on the reported event date and time. The infusion of drug ID 426 (norepinephrine or levophed) started at approximately 3:30 pm on 01jul2019 at an initial dose of 7 mcg/min, a calculated rate of 6.5625 ml/h, and vtbi of 200. The source infusion was titrated up and down throughout the infusion; however, this did not occur every two minutes as the customer stated. The source pump module was channeled off on 02jul2019 at 5:40 am; the other connected devices were channeled off approximately 6 minutes later. The pcu and attached devices were not powered on again until 18jul2019. The source pump module completed a timed rate accuracy test, infusing for one hour, and passed within specifications. The source device was also tested using asm to ensure both occlusion tests (fluid side and patient side) were passed. The source device passed both fluid and patient side occlusion testing and was found to be within specifications. Testing indicates that the device is working as designed. The root cause was not definitively identified in this investigation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿levophed infusing through alaris pump. Pt.'s bp dropped rn noticed blood backing up in tubing." It was reported that on 7/01/2019 at 1527 levophed ( 250ml) was initiated at a rate of 7mcg/min, titrated 1-2 mcg every 2 minutes to maintain adequate blood pressure. The nurse did not know why the blood pressure decreased when the blood backed up in the tubing. There was no over or under infusion reported and no additional event details were received.

Manufacturer narrative:
2 curos cap. Race: white. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿levophed infusing through alaris pump. Pt's bp dropped rn noticed blood backing up in tubing." It was reported that on (B)(6) 2019 at 1527 levophed( 250ml) was initiated at a rate of 7mcg/min, titrated 1-2 mcg every 2 minutes to maintain adequate blood pressure. The nurse did not know why the blood pressure decreased when the blood backed up in the tubing. There was no over or under infusion reported and no additional event details were received.